Manufacturer narrative:
Additional information was received from customer indicating that the fault occurred while in use with the patient. As previously reported, the inner workings of the balloon came out with the syringe during attempted deflation of the cuff.

Manufacturer narrative:
Additional information: one photograph received-it was observed the valve is not in the pilot balloon. One sample was received for evaluation. Visual inspection of the device found the valve was not assembled in the pilot balloon. 32 assemblies were reviewed to see if the valve was correctly assembled; no discrepancies were found. Then the leak and cuff symmetry test was observed. During the test, the operators use the valve to inflate the cuff. No discrepancies were observed. The reported customer complaint was confirmed with a problem source determined to be manufacturing.

Event description:
Information was received indicating that following removal of a smiths medical portex® bivona® adult tts¿ tracheostomy tube the trach was found not to work. When the water was removed with a syringe, the inner material of the connecting point came out in the syringe. There were no reported adverse effects.